Event description:
The patient underwent prophylactic generator replacement surgery. During pre-op, high impedance was seen. The surgeon opted to perform a full revision, citing scar tissue in the carotid sheath as the possible cause of the high impedance. The patient was also noted to have had an increase in seizures prior to surgery. The explant facility is known to discard all explants. No additional relevant information has been received to date.